Event description:
It was reported to a physio-control customer service representative that the customer's device failed to power on during a monthly test. The customer installed new batteries and an ac power adapter but the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to the capacitor, designator c25 on the power pcb assembly that had shorted and burned. This caused the device not to power on anymore. The heat also caused damage to the board under transistor, designator q11 on the power pcb assembly.

Manufacturer narrative:
(B)(4)